Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# :unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-12, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, 730.1 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient came to the office on (B)(6) 2020 for a refill and the empty reservoir alarm occurred. The caller refilled the pump, but was unable to update the pump. It was discussed with the caller to check the pump logs to find out what day the empty reservoir alarm occurred. The caller updated the reservoir volume and alarm volume and the update tab opened. It was discussed that no priming was needed, consider dosing and to monitor for volume discrepancy and efficacy. Notes stated, "estimated reservoir volume (erv) 0 ml actual reservoir volume (arv) 1 ml". No symptoms or patient complications reported. The event date was noted as (B)(6) 2020.